Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the guidewire was left inside the patient. Boston scientific technical services (ts) suggested removing the guidewire entirely. The product was never in service. No additional adverse patient effects were reported.